Event description:
It was reported the pt ((B)(6)) is experiencing intermittent stimulation. A diagnostic test did not reveal any issues with respect to impedance. An x-ray was taken for further interrogation and it was found the pt's lead was broken near the proximal end of the anchor. The pt denies experiencing any events which could have attributed to the break in the lead. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.